Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited noise and pacing inhibition during changeout procedure. The right atrial (ra) and right ventricular (rv) leads also exhibited noise and oversensing. The implantable pulse generator (ipg) was changed with leads providing the same outcome. Both leads were reimaged and a defect was detected. Inhibition causing a standstill was also reported. The physician attempted to access to insert new leads and the right side was obstructed. The ra and rv leads were capped. The patient was transferred to theatre for surgical left sided implant. No patient complications have been reported as a result of this event.